Manufacturer narrative:
The device was returned to the resmed manufacturing facility located in sydney, australia for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device displayed system faults (sf 101 and 218) indicating that the outlet pressure measurement may be incorrect. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by resmed. A review of the device logs confirmed the occurrences of system fault error messages (sf 101 and 218). Based on all available evidence and previous investigations of similar complaints, the investigation determined that the reported event was due to a faulty inspiratory flow sensor. Resmed risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. (B)(4).